Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s histories showed 052 and 054 call service alarms. During testing, the pump powered on with no alarms. The pump was exercised for 24 hours with no alarms. A call service 052 alarm occurred when attempting to pair pump with meter. The pump cover was opened and the transceiver flex was found to have an intermittent connection. The connection was remade and the pump was able to successfully pair with the meter with no alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.